Event description:
It was reported that the physician could not distinguish asystolic events reported by an implanted cardiac monitor as true physiologic events and false events that were an artifact of the monitor. The monitor was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found during analysis. Disclaimer

Event description:
Asku